Manufacturer narrative:
D9; h2,3,6; g4: added additional info. Device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: analysis conclusion: it has been several months since the facility reported this event. The co has not received any further correspondence from the facility about the device which was involved in this reported event. Unfortunately, since the device was not returned to the co, the co is unable to perform an analysis and provide a report to the facility.

Event description:
During a laparoscopic cholecystectomy the er320 failed to form clips on the duct properly. The instrument functioned outside of the patient but would only partially form clips and ejected some prematurely. A clip applier from another company was used to complete the case. There was no consequence to the patient.